Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor readings of 21 mmol/l and 22 mmol/l and experienced sweating and shaking. Customer was taken to hospital where a reading of 3 mmol/l was obtained on the hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Customer was treated with unspecified medication via IV to raise their glucose level. There was no report of death or permanent impairment associated with this event.